Event description:
It was reported that a one-link non-dehp standard bore catheter extension set came apart below the connector that inserts into the non-baxter catheter. The issue occurred while attaching the device to the intravenous (IV) catheter hub. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed which showed that the tubing was separated from the male luer. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.